Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a segment of the mid lad. Before the device was used on the patient, a frayed edge was discovered on the tip. The device was not used.